Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon used device correctly and the clips continued to scissor. He was not going in at a strange angle nor putting torque on device. He continued to clip until he got a good tight clip. Case completed with same device. There were no patient consequences reported.